Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 9.4mmol/l. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run the displacement and self test and they passed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.